Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, there was bleeding and some scarring at the insertion site. Patient did not report any discomfort, medical attention, or special treatment.